Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed per specification. Found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was unable to calibrate the sensor. Customer mentioned she had high blood glucose of 425 mg/dl. Troubleshooting was performed and the customer was advised to remove the sensor. It was noted the sensor was bent. No troubleshooting was performed for the high blood glucose level. The sensor is returning for analysis.